Manufacturer narrative:
Two large tears were observed on the returned valve¿s reservoir dome. The valve did not meet requirements for the leakage test due to the tears. Additionally, the damage precluded the patency, reflux, pressure-flow, and preimplantation tests. It is unknown how or when the damage occurred. The instructions for use that accompanies the device states that improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4)

Event description:
It was reported to medtronic neurosurgery that the reservoir of the valve was leaking. It was also reported that there was no injury to the patient.